Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filed.

Event description:
The pt claimed when she woke up on (B)(6) 2011, she had a 498 mg/dl blood glucose (bg) result, tested high for ketones, and was experiencing symptoms of chills and some nausea but no vomiting. She discovered that her pump was off and claimed she did not get a replace battery alarm. The pt self-treated with the pump and now feels better: her blood glucose was 201 mg/dl at the time of call. The animas customer service representative reviewed the pump's alarm history with the pt and noted that there was a low battery alarm on (B)(6) 2011 but the pt stated there was not a replace battery alarm. The pt confirmed that the battery cap was tight and the pump has audible tones. The pt was advised to replace the battery when the low battery warning appears and to monitor her bg levels. This complaint is being reported because the pt claimed she developed hyperglycemia because her pump did not give her a replace battery alarm. A replacement pump was sent to the pt.